Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 code f28: "f31" was meant to be added above under annex f, but as f31 was not available in our complaint management system yet, f28 was chosen for this entry. H3 other; h6 codes b14, b20, c19, d15: a review of the manufacturing records indicated the device met pre-release manufacturing specifications. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. This complaint was initiated based on information received from a study. The information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. The reported device occlusion represents a known complication or adverse event that can occur when using stent-graft endovascular devices which can result from several factors including intraprocedural technical considerations, post-operative follow-up and treatment regimen, patient-related risk factors and disease progression. No allegation of device malfunction, such as stent collapse or structural deformation was indicated with respect to device performance. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the vsx 20-03 viedoc study database: on (B)(6), 2023, a study patient underwent a procedure in the right forearm due to no blood flow. The target lesion was at the anastomosis of an arteriovenous (a-v) fistula. Two gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® devices) were successfully implanted. The first viabahn® device was implanted in the venous side, just after the anastomosis. The other viabahn® device is 2 cm cranial from the first. On (B)(6), 2023, an occluded fistula was reported. The site assessed this event as device related. Reportedly, both viabahn® devices did occlude. On the same day, a repeat intervention was performed with an additional implant of a third viabahn® device (serial number is stated to be unknown, as the procedure was done at another hospital with different routines in documentations). The patency of both study viabahn® devices was restored at the end of the procedure. On (B)(6), 2023, rethrombosis of av fistula was reported. The site assessed this as disease related. The site stated, that all three viabahn® devices were occluded. The site further stated that there is unfortunately no imaging available to check for the reason of occlusion, or clarify it more. On the same day, the patient was discontinued from the study as the vascular access circuit was abandoned. The site clarified, that all three viabahn® devices were involved in this abandonment. Abandonment was due to re-thrombosis of the a-v fistula circuit and not considered as device related by the site.